Event description:
It was reported that there is a "small hole in arterial side. We think it is a suture hole."

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated all device specs and quality requirements were satisfied. The device was forwarded to the MFR for further review.